Event description:
Health professional reports: protime system inr result reported as >10.0. Unspecified lab system inr result reported as "normal". Pt therapeutic range 2.0 - 4.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). MFR method, results, conclusions: MFR evaluation pending product return from user facility.